Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg has been unable to successfully hold a charge. In turn, the patient has been unable to receive adequate/consistent stimulation. As a result, the patient may undergo surgical intervention to provide resolution.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.